Manufacturer narrative:
(B)(4). Evaluation summary: the device was not available for evaluation; however, the customer returned an unused sample from the same lot. A visual inspection, microscopic inspection, and functional testing was performed. The device was found to meet specification. No malfunctions or abnormalities were identified during the evaluation of the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link IV connector would not flow. The customer stated that the "bore at the end is plunged, not allowing fluid to flow through". This occurred during infusion, however; there was no patient injury. No additional information is available.